Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the pump was not delivering basal insulin during the night. Contact reported the pump did not indicate that basal iq suspended insulin; cause of reported event was not known. Customer's blood glucose level was not reported. Although requested, additional information was not provided.